Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down adverse event report is being submitted due to symptoms related to diabetes - excessive thirst. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint that the truemetrix meter was not turning on when a test strip was inserted. At the time of the call, the customer reported feeling very thirsty; medical attention was not needed at the time of the call. The battery had been changed on (B)(6) 2020 (day of call). Customer was using the correct battery for the meter and the battery was inserted correctly. During the call, the truemetrix meter turned on when the power button was held but not when a test strip was inserted.